Manufacturer narrative:
Insulin pump received with cracked or indented reservoir tube lip and minor scratches on display window noted. The reservoir tube lip was damage due to dog chew. The test reservoir stay locked in place noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for cosmetic damage. The customer¿s blood glucose was unknown. The customer reported that insulin pump is broken. Customer reported that the dog chewed the top of it where the reservoir goes in and don't think can take out and put a new reservoir in. Customer reported that they insulin pump had crack indention in the lip ring. The insulin pump will be returned for analysis.